Event description:
A hospital in (B) (6) reported that the pin of the expiratory tube of the rt200 adult breathing circuit was bent. No patient consequence was reported.

Manufacturer narrative:
(B) (4). The product referred to in event description is not sold in the USA but it is similar to a product which is sold in the USA. Method: the device was visually inspected. Results: the heaterwire pin on one of the breathing tubes was bent. A lot check revealed no other similar complaints for this lot number. Conclusion: an improvement was made to the production process to prevent bent pins from passing the production test. The lot number shows that this device was manufactured before this production improvement was effective. (B) (4).